Event description:
A patient with type 1 diabetes using the omnipod device presented with an infection on skin and soft tissue on her thigh where she had used the device. The patient took a 3.5 week break from the pump and after restarting pump mom noted lesion worsened- performed a biopsy of the lesion which was determined to be: mycobacterium chelonae on (B)(6) 2020. Additional lesions noticed at other sites and patient completed 2 courses of oral antibiotics. Infection worsening, - 4 month course of azithromycin. After thorough investigation with medical team and family, it was concluded that the family is meticulous with cleaning the site and applying the device as recommended. A review of storage as recommended by manufacturer was completed and no gap in storage of supplies noted. FDA safety report ID# (B)(4).